Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens inserted upside down. (B)(4).

Manufacturer narrative:
Evaluation: results. Visual inspection of the returned lens showed the lens was returned dry and a piece of both the optic and a haptic was torn off and missing. There was a dark surgical residue on the surface of the lens. (B)(4)

Event description:
The reporter stated the surgeon was having difficulty loading this micl13.7 implantable collamer lens and when it was inserted it flipped upside down. The surgeon could not get the lens to seat properly in the eye and tore the lens while removing it. There was no patient injury. The reporter stated the incident was the result of a loading error.